Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash that felt like skin crawling under back and shoulder. After ending lifevest use the patient felt as if they were still wearing it. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed a medication for the skin irritation. Follow up indicated that the medication helped the skin irritation to improve.